Event description:
It was reported that during an ilc procedure, two devices gave an error code when initially plugged in, and the third device had the tip break off inside the pt. The tip was flushed out of the pt, and the procedure was completed with a fourth like device. There was no pt consequence.